Event description:
It was reported that after one hour of proper functioning the ventilator started delivering a higher tidal volume than set. The following pre-use check failed the internal leakage test. There was no pt involvement. (B)(4).